Event description:
Initial rptr indicated that her husband had broken t10 and had testing that included a CT scan. Some time after that they noticed the vns was not working and her husband was having a lot of seizures, some resulting in falls. The pt had high lead impedance indicating a likely lead malfunction and underwent full revision surgery to replace their lead. The generator was replaced since it had been implanted for a while. Good faith attempts are being made for product return and additional details surrounding the reported events.

Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death.